Event description:
It alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via leads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the device and multifunction cable were returned to zoll medical corporation and the reported malfunction was not replicated or confirmed. The device passed all testing including full functionality testing and stress testing without duplicating a malfunction. Review of the device logs from the event date show that the device did not detect an impedance through the leads; no signal displayed. The device was recertified and returned to the customer. The ECG lead cable used during the time of the event was not returned. Reports of this nature are typically not submitted as there would be no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.